Event description:
A customer obtained an erroneously elevated result for troponin (accu tni) on one patient's sample. The initial result was 3.89ng/ml. The result was not reported out of the lab. The original sample was re-tested and two results of 0.03ng/ml were obtained. There was no customer report of affect to patient or user attributed or connected to this event.

Manufacturer narrative:
A customer technical service (cts) discussed pre-analytical sample handling with customer and specifically it was recommended using lithium heparin plasma tubes, and centrifuge them for 10 minutes. Qc was within specifications prior to and after the event; however, actual qc data was not supplied. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and no hardware issues were found. B) the fse performed a diagnostic testing and results were within specifications. C) the fse did review sample handling with the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.